Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Removal of aseptic loosening of titanium primary cup. Painful right hip. Removed head, cup, and liner.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. A review of the provided x-rays by a clinical consultant indicated: the principal problem of this case is cup malposition leading to an overload condition with cup loosening. Despite the poor x-ray quality, component malposition is quite visible although the loosening aspect is less obvious due to the same poor x-ray quality. We should also consider that the available x-rays were taken some 18-months prior to revision, so progress of loosening may certainly have been possible, even likely, during this interval. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. A review of the provided x-rays by a clinical consultant indicated: cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty contributing to cup loosening requiring revision surgery. No evidence is available to suggest that device-related matters might have contributed to the problem while the present cup malposition provides a plausible explanation for the failure scenario. Cup malposition thus represents the principal failure mode and this is a procedure-related factor because the surgeon is responsible for optimal component position. This pi case is not device-related.

Event description:
Removal of aseptic loosening of tritanium primary cup. Painful right hip. Removed head, cup, and liner.